Event description:
It was reported that during a rotational atherectomy intervention procedure, a burr detachment occurred. The 95% stenotic lesion was located in a moderately tortuous and severely calcified unspecified vessel. The physician performed ablation with a smaller; unspecified size, rotalink burr and then upsized to a 2.0mm rotalink burr. The catheter was attached to the rotalink advancer per dfu instructions. During testing of the rotational speed it was observed that the burr was sheered off the catheter. The physician ended the procedure following this event. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a rotational atherectomy intervention procedure, a burr detachment occurred. The 95% stenotic lesion was located in a moderately tortuous and severely calcified unspecified vessel. The physician performed ablation with a smaller; unspecified size, rotalink burr and then upsized to a 2.0mm rotalink burr. The catheter was attached to the rotalink advancer per dfu instructions. During testing of the rotational speed it was observed that the burr was sheered off the catheter. The physician ended the procedure following this event. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
\Device evaluation: the catheter was returned attached to related advancer unit. It was noted that the burr of the catheter unit was not detached from the catheter. The burr was microscopically examined and no issues were noted with the annulus of the burr. A scratch test was performed and confirmed that the burrs cutting action was acceptable. The rotablator burr unit was attached to the returned related advancer unit and wet tested. No issues were noted with the wet testing of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
Age at time of event: over 18 years of age. (B)(4).